Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent occlusion and infusion testing. The reported customer allegation was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information: patient identifier and adverse event problem. Additional information received by smiths medical on 24-oct- 2019. The reported issue was discovered during a recertification renewal. There was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a downstream occlusion error. No adverse effects were reported.